Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon, shaft, and bonds were microscopically examined. There was blood in the inflation lumen and balloon. The balloon was loosely folded and deflated when received. Microscopic examination of the balloon and shaft revealed that there was numerous kinks, stretching and necking throughout the shaft of the device. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon was revealed 1 cm distal of the proximal markerband. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in a vessel in the left leg. A 5.0 mm x 100 mm x 135 cm (4f) sterling¿ balloon catheter was advanced for dilatation. The balloon was inflated; however, the balloon would not deflate. Subsequently, the physician used a percutaneous needle to puncture the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.